Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 243mg/dl and declined to state how the bg level was to be addressed. Reportedly, supply changes were performed to address and resolve the past occlusion alarms. A system check was performed using the current supplies and the occlusion alarms were verified. The customer stated alternative therapy would be used for insulin therapy and abruptly ended the call. Tandem technical support attempted to follow up with the customer; however, no response was received.